Manufacturer narrative:
Section d4 catalog number was corrected. H6 codes medical device problem code a150206 was updated to a01.

Manufacturer narrative:
The device was not returned; therefore, evaluation and analysis could not be performed. A device history record review was conducted and confirmed the pump passed all post sterile inspection checks. The cause(s) of the reported ischemia, cardiac tamponade, and vessel perforation/ patient was unable to be determined due to insufficient clinical details. H6 component coding and investigation type, findings and conclusion coding have been updated based on the completed investigation. Correction. D4 unique device identifier was updated, corrected accordingly.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Additional information has been provided in b5. Corrected information has been provided in d4(catalog, serial). The cause of the injury was unable to be determined due to insufficient clinical details. The cause of the injury was not determined due to insufficient clinical details. The cause of the injury was not determined due to insufficient clinical details.

Event description:
Additional information received indicates that, wire perforation occurred in mid lad while trying to cross lesion. Unable to advance wire across lesion to place a covered stent. Pericardial drain placed and patient transferred to high level of care

Event description:
An impella cp device was inserted into the right femoral artery in a 79-year-old female patient with a history of coronary artery disease and renal insufficiency, presenting in scai shock stage a prior to initiation of support. The impella was placed to provide ventricular support during a protected percutaneous coronary intervention (pci). During the procedure, a wire perforation occurred in the mid left anterior descending (lad) artery while attempting to cross the lesion. The physician was unable to advance a wire across the lesion to deploy a covered stent. A pericardial drain was placed, and the patient was transferred to a higher level of care. While in the intensive care unit, the patient required multiple blood product transfusions due to ongoing bleeding related to the coronary perforation and a possible right-ventricular perforation during placement of the pericardial drain. More than one liter of blood was noted in the pericardial drain. In addition, the patient developed right-lower-extremity ischemia following escalation of vasopressor support in the setting of cardiac tamponade. The impella cp continued to function as intended at p-8, delivering approximately 3.0 l/min of flow. Care was subsequently withdrawn, and the patient expired. Although multiple complications occurred during the clinical course, only the lower-limb ischemia was directly associated with femoral impella access. The patient¿s death was not attributed to the limb ischemia but was most likely related to the catastrophic coronary perforation and resultant tamponade. The reported ischemia may be associated with reduced distal limb perfusion related to femoral arterial access and increased vasopressor requirements in the setting of cardiac tamponade. The reported vessel perforation may be related to procedural wire manipulation during attempted coronary intervention and was a primary driver of subsequent clinical deterioration. The reported cardiac tamponade may have resulted from coronary artery perforation and contributed to hemodynamic collapse requiring aggressive resuscitative support. The device will be conservatively reported for death; however, the death is most likely attributable to the patient¿s underlying critical condition, as the patient deteriorated due to severe procedural complications.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.